Event description:
It was reported the power cord was damaged, resulting in exposed copper wiring. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.